Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for investigation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: the customer reported that the bubble CPAP probe was too loose and that the bc163-10 delivery pressure increases over time due to the probe sliding. The complaint device had been in use for a 'couple of days'. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. If the complaint device was returned it would have been visually inspected and the dimensions of the bubble CPAP probe and lid of the bubble CPAP generator would have been checked against the specification. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykkel healthcare (fph) representative that the bubble CPAP probe of a bubble CPAP generator which is part of the bc163 bubble CPAP system kit was too loose. It was reported that the bc163-10 delivery pressure increases over time due to the probe sliding. No patient consequence was reported.